Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a leak was observed on an eva bag after pumping. It was noted that there was a pinhole near the side of the bag. There was no patient involvement or adverse event reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional testing identified the reported condition as a moderate leak that streamed water from the right lower edge by tube side weld of eva bag that would have been obvious if present during bag filling. Magnified inspection of the leak location identified an edge gouge with raised eva edges around the sides of the breach. The manual add port and fill port were cut off by the customer at the bag weld prior to return to the manufacture, making any analysis of bag usage impossible. Although the reported condition was confirmed, the cause of the condition cannot be determined. Should additional relevant information become available, a follow-up report will be submitted.